Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9202-09 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the blue handle is cracked. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/27/2025, it was reported by a sales representative via sems (B)(4) that an ar-9202-09 impactor and an ar-9531 impactor broke. This occurred during use in a case with no patient effect.